Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unknown.

Event description:
It was reported that on (B)(6) 2012, the patient underwent removal of intramedullary rod/nail and locking screws in the right lower extremity due to painful retained hardware. In (B)(6) 2011, the patient fell and sustain another fracture in his right distal tibia. On (B)(6) 2011, the patient and underwent a right ankle arthrodesis with depuy intramedullary rod in dynamic mode, 2 distal locking screws but has continued pain and difficulty ambulating. On (B)(6) 2012, x-rays revealed that the patient has delayed union and malunion, right ankle fusion and was advised for cad/cam orthotics before considering hardware removal. On (B)(6) 2013, it was noted that the patient's fusion was solid, wounds are healed and he is doing much better. On (B)(6) 2013, the patient fell in a yard sale and hurt the left side with shoulder pain, rotator cuff tear, impingement and acromioclavicular arthrosis. On (B)(6) 2014, after failed conservative treatment, the patient underwent a left shoulder arthroscopy, subacromial decompression, distal clavicle excision, arthroscopic rotator cuff repair, biceps tenodesis, extensive debridement of the biceps, labrum and was implanted with the use of bio healix mitek anchor. On (B)(6) 2014, the patient underwent arthroscopy of the right knee with partial medial meniscectomy due to medial meniscal tear and failed conservative treatment and left shoulder manipulation under anesthesia with intraarticular steroid injection for left shoulder adhesive capsulitis. On (B)(6) 2015, MRI shows left subscapularis tear and underwent a left shoulder arthroscopy with subacromial decompression, arthroscopic rotator cuff repair and extensive debridement of the rotator cuff and labrum where depuy mitek anchors were placed. On (B)(6) 2016, the patient presented with marked right knee pain with signs and symptoms of a medial meniscal tear. He underwent arthroscopy of the right knee, partial medial meniscectomy and resection of plica. On (B)(6) 2018, with indications of medial meniscal tear, right knee with synovitiv medial synovial plica, the patient underwent ulnar nerve decompression of the right elbow and median nerve decompression of the right wrist. This complaint involves two (2) devices only.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary =according to the information provided, it was reported that on (B)(6) 2012, the patient underwent removal of intramedullary rod/nail and locking screws in the right lower extremity due to painful retained hardware and different events occurred into the patient.the complaint device is not being returned since it was implanted, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.